Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2013. A medtronic representative, following-up at the site, reported the surgeon believes the patient had moved in relation to the drf causing the tracker not to be seen. A medtronic representative performed a navigation system check-out, tested the system and several different drf, received no errors. Software investigation completed; findings are that the patient tracker was red status since metal distractors were used in the area of interest and caused metal interference. Software is functioning as designed.

Event description:
A medtronic representative reported red status appearing on the patient tracker while in a cranial procedure. The navigation system stopped tracking the dynamic reference frame (drf) after registration. It was noted there were metal dis tractors on each side of the patients head. Also reported there was considerable interference coming from the bed. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.